Event description:
The customer reported that the ips had not started and the screen was blank.

Manufacturer narrative:
The ge service rep found that the system was reseated many times. He reseated the pcb's inside the ipc, but problem still continued. He ordered a new ipc.